Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the pump rejected new batteries and was making grinding noise and had to rewind more than once. Customer stated pump buttons were sticky and non responsive. Customer reported pump had false or unexplainable no delivery alarms. Customer stated batteries lasted less than 7 days and had to change batteries twice a week. No harm requiring medical intervention was reported. The customer will continue to use the device.

Manufacturer narrative:
No audio/beep anomaly noted. Unit had unresponsive up and act buttons due to unlocked j2/lcd keypad connector. Unable to perform operating currents, self-test, a21 error test, off no power, displacement test rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify button error, no delivery, low reservoir, low battery, failed batt test alarms due to unresponsive button. Reconnected j2/lcd keypad connector. Pump history download using thds was successful. However, there is no button error, no delivery, low reservoir, low battery, failed batt test alarms in the history file on event date 24-may-2022. Pump was cut and open found no moisture/damage on the electronics, battery connector, battery tube, motor, vibrator, keypad flex tail, keypad trace noted during visual inspection. Unit had cracked battery tube threads, cracked reservoir tube lip, cracked lcd window, cracked case at display window corners, cracked belt clip slot, stained address/serial number label and stained end cap sticker. The test reservoir locked in place properly and no anomaly noted. Unable to confirm no delivery, low reservoir, low battery, failed batt test alarms due to keypad button anomaly. Unresponsive up and act buttons due to unlocked j2/lcd keypad connector confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.